Event description:
Per fax, zip ties causing leaking.per independent repair center statement unit is alarming or red light. The key failure was the zip ties leaked. Additional malfunctions were p.m. Kit was dirty, hose clamp leaked, and the power switch alarm did not function.